Manufacturer narrative:
Retainer ring = missing customer returned insulin pump for an alleged critical pump error alarm on 05/18/2021. The test p-cap does not lock properly in place in the reservoir compartment noted. The insulin pump was received with a cracked case (corner of belt clip rails), faded serial number label, cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The insulin pump was received with a critical pump error (open book image) due to moisture damage on stack assembly pcba1 and pcba2. Attempted to download using crest tool and was unsuccessful due to moisture damage on electronic assembly. The insulin pump was cut open and pcba2 was swapped with test pcb and pump did not power up properly after battery installation. Moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. In summary, critical pump error (open book image) confirmed. Exposed to moisture confirmed medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the insulin pump screen. Customer stated that they took bath with insulin pump and noticed a small crack on the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.